Event description:
It was reported a filter did not appear to open completely in the inferior vena cava, following deployment via a femoral approach. Manipulation of the filter with a diagnostic catheter was unsuccessful in achieving a complete opening. The diagnostics catheter was then used to reposition the filter at the right femoral vein where it appeared to stabilize and open completely. Another filter was then successfully placed in the left femoral vein. The physician feels the pt is protected with the two filters and the pt's condition is good. The physician indicated the pt's condition, severe scoliosis, may have contributed to this event. This device remains implanted, therefore, failure analysis is available. It was indicated continual flushing of the carrier system during the implant procedure was not performed. It was also indicated the pt had severe scoliosis. Therefore, co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."